Event description:
It was reported to the manufacturer that the vns patient passed away. The cause of death is unknown at this time. The patient's mother indicated that the patient passed away due to causes completely unrelated to vns therapy. According to the medical professional, the relationship between the patient's death and vns therapy cannot be determined, due to lack of sufficient information. Good faith attempts to obtain additional information regarding the patient's death have been unsuccessful to date. The patient's device has been explanted and returned to the manufacturer for product analysis. Product analysis has been completed on the returned lead and generator. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the lead or generator. Note, that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found.